Event description:
It was reported that a patient death occurred following bed assist bar entrapment.

Manufacturer narrative:
Additional information was provided to the manufacturer related to the bed assist bar entrapment incident. An incident report provided indicated that prior to entrapment the patient "began bumping her leg into the bed rail closest to the foot of the bed, causing it to start to shift." The provided photo showed two bed assist bars installed onto the bed side by side. It is possible that the reporting facility was using the bed assist bars as side rails to contain the patient in the bed. The manual for device states "this unit is not meant to be used as a restraint for preventing people form rolling out of bed." The incident report indicated the configurations of the patient's bed. The configurations include the bed frame, a piece of plywood on top of the bed frame, and then the mattress on top of the plywood. According to the incident report, the plywood was used to "raise the mattress higher to make getting in and out of the bed easier for the patient." There was no mention of how the plywood was secured to the bed frame, or the mattress. It is likely that the configuration mentioned is susceptible to the mattress shifting due to the unstable base. In the photo, it was visually identified how the reporting facility had the bed assist bar assembled. The structure of the frame appears to be assembled correctly. However, it can be seen in the photo that the legs are not making solid contact with the ground. The manual states, "before use ensure that all push buttons and clips are securely in place and that the legs are leveled and securely touching the ground." It was confirmed based on the photo that this was not the case. Additionally, the strap for the bed assist bar cannot be seen in the photo. The strap plays a vital role in keeping the frame stable, keeps the bed assist bar snug to the mattress, and prevents any shifting of the bed assist bar while in use. The manual states, "ensure the frame fits snug against the mattress and frame to prevent patient entrapment." The bed assist bar is not intended to support a person's full body weight as it is used to assist with stability when getting in or out of bed. After reviewing the incident report and the photo provided, the root cause was determined to be assembly error of the bed assist bar by the reporting facility. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
According to the report received "an 87-year-old female was found deceased", per the report "the deceased was found entrapped in the bed rail". Per the report the "bed rail was fixed to the side of the bed". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report received "an 87-year-old female was found deceased", per the report "the deceased was found entrapped in the bed rail".